Event description:
A surgeon reported that he had a ¿number¿ of intraocular lenses (iols) with glistenings that were implanted in the fall of 2012. He suspects that these were iols in their inventory that were very old. Add¿l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the reporter to properly complete an investigation. Add¿l info has been requested. (B)(4).